Manufacturer narrative:
Unit received with missing segments due to open lcd zebra connector. Unit also received with corroded electronic assembly noted during visual inspection. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, broken reservoir tube lip, cracked battery tube threads, cracked case and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had back of insulin pump was damaged. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.